Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products - unknown shell, unknown liner, unknown head . Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that patient underwent a revision due to unknown reasons. Femoral head corrosion was reported. Attempts to obtain additional information have been made; however, no more is available.